Event description:
A customer reported an incident where their epiq ultrasound system locked up during a cardiac procedure. The lockup required two system reboots to regain functionality. The procedure was successfully completed with no adverse effects to the patient. The field service engineer confirmed that the customer deleted studies off the system hard drive and rebooting resolved the issue.

Manufacturer narrative:
The field service engineer stated that he did not find any errors on the system logs. The customer was not able to provide further information on the type of procedure performed. The customer confirmed they resolved the issue by clearing the hard drive and rebooting. No further incidents have been reported.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.